Event description:
In (B)(6) 2012, I had the essure implant procedure completed on me. From the instant that the implant was placed in me, I have had pain in my pelvic area. Over the years, other side effects have occured. They include, but are not limited to, severe pelvic pain, joint pain, weight gain, high blood pressure, amenorrhea, facial acne, brain fog, lower back pain, etc. I have such pain in my pelvic area and lower back, I cannot walk at times. This pain is coming from where my tubes are (place where essure coils were inserted). I have recently seen a physician and I've been advised I will need to have a hysterectomy. At (B)(6), I have to have a hysterectomy, which I contribute to essure.